Event description:
It is further reported that the cleaning brush (bw-20t) was missing bristles and the gastrointestinal videoscope was reprocessed with the cleaning brush. It was unable to be determined if the scope was reprocessed with the missing bristles as it was noticed after the scope was already reprocessed and used for subsequent procedures/patients. No additional information was provided.

Manufacturer narrative:
Corrected data: b5 and h6(component code: removing ¿tube¿ and ¿tip¿. Adding ¿imager¿. Medical device problem code: removing ¿break¿) the initial medwatch report (20460) is related to mfrs 10175 (1/4), 19669 (2/4), and 20646 (3/4) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and no remaining bristles were found. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the relation between the subject device and the cleaning brush could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope was incorrectly reprocessed and there was foreign material exiting from the channel. In addition, the brush tip had fallen off and was missing. It was unclear whether it fell off inside or outside the body. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.